Manufacturer narrative:
Date sent: 05/16/2008. Eval summary: the handpiece was returned with a loose mount. It was tested on a generator and an error code 7 was noted due to the continuity being out of design specification. No further evaluation on the generator could be performed; therefore, the reported error code 3 could not be confirmed. The handpiece was disassembled, a torn acoustic isolator was found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a coronary artery bypass error 3 occurred. The device was replaced and the case was completed without any consequence.